Event description:
Edwards received notification that a 7300tfx25 valve implanted in the mitral position was explanted one day after the implantation due to thrombosis and restricted motion of leaflets leading to regurgitation. Indication for initial implant was mitral stenosis. As reported, the device was implanted in a mitral valve replacement emergency surgery and after the case, the patient was put on ECMO during which blood clots in the la were observed on echo. Reportedly, thrombus were present on la and under the leaflets. Valve leaflets were stuck due to thrombus formation. A re-do surgery was performed, the blood clots were removed and a 25mm non-edwards valve was implanted in replacement. The patient was noted as to be under treatment after the procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.